Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the pink slide did not move forward and the cannula deployed but did not insert and was bent. The patient's blood glucose rose to 17.8 mmol/l (320.4 mg/dl) after wearing the pod for less than 1 hour. As treatment, a new pod was applied.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered 89 pulses, none of which were part of immediate, non-priming boluses. No damages or deficiencies were observed. The needle mechanism was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined. No damages or deficiencies were observed that would contribute to the reported unsure properly inserted cannula. The cause of the unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.